Manufacturer narrative:
Addition g3/g4.

Manufacturer narrative:
Additional devices implanted and/or related to this event: 3 other gore® excluder® aaa aortic extender endoprostheses were implanted. Gore was unable to determine which of the implanted devices was involved in the event. According to (B)(4)., when unable to determine which device/device component is involved in the reportable event, and the devices are of the same device family one device will be reported and the other devices will be referenced in the report. A review of the manufacturing records for the devices was not possible since the devices lot/serial number was unavailable. The UDI for the devices is not available since the device lot/serial number is unavailable. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2020, a surgical procedure was performed to treat an infected abdominal aortic aneurysm. During the procedure, the bleeding was unable to be controlled, therefore, an emergent endovascular treatment was performed using gore® excluder® aaa aortic extender endoprosthesis. Four aortic extender endoprostheses were placed, and the procedure was completed. The patient tolerated the procedure. On (B)(6) 2020, computed tomography (CT) images revealed that there is aneurysm enlargement (amount is unknown) and a aorto-duodenal fistula. On (B)(6) 2020, there was a re-intervention, and the physician placed additional stent grafts. The patient tolerated the procedure. The physician reported that the infection was not controlled enough even after the initial procedure.